Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, when sealing omentum with normal thickness, sealing was inadequate/partial (with evidence of energy delivery and end tones heard) and bled after cutting. The bleeding was about 60ml. Blood transfusion was not necessary and there was no medical/surgical intervention or reoperation done to patient to stop the bleeding. There was no re-grasp alert. Two to three good seals were completed before the problem occurred. The patient was not on any medications (any meds that can affect blood clotting or may contribute to bleeding). Cleaning of the jaws of the ligasure handpiece was not performed. Another ligasure was used with the same generator and it worked fine.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#:(B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the seal plate was damaged. Functionally, the damage to the seal plate(s) is consistent with misuse. The user inadvertently closing jaws on a hard/metallic object and/or a drop. Damage to the seal plate can result in alarm activations and difficulty with activating the device. Damage to the packaging was not observed. The product analysis found the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The blade moved smoothly along the knife track and returned to the home position when the trigger was released. The knife cut of the device was tested on a silicone test strip with acceptable results. It was reported that the handpieces had inadequate/partial seal when sealing omentum. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device stopped working. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ens ure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.